Event description:
It was reported that 30-40 minutes into cardio pulmonary bypass, a small leak developed at the oxygenator air exhaust. The leak did not increase in volume but remained small drops of blood, which the customer delivered were the result of a fiber rupture. Ref: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted when add'l info becomes available.